Manufacturer narrative:
Additional information reported that the controller had not been dropped or damaged. The patient was in a dry environment without any activities prone to static electricity. There was not an open port on any of the power connections at the time of the alarm and the pump was running. It was reported that the controller was not going to be returned to the manufacturer for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event could not be confirmed since log file analysis did not reveal any anomalies during the analyzed period. Analysis of the device could not be performed since the device was not returned for evaluation. Without the return of the device for evaluation and based on the available information and review of the log files, no root cause conclusion can be made regarding the reported alarms. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was stated by the site by the coordinator that the patients controller is alarming a steady tone that goes away on its own after a couple of minutes. Then the screen goes blank and the alarm does not appear in the in log files. It has happened twice while in the clinic on friday. Patient states "that when in (B)(6) it happened multiple times." He also states that it happened on his old controller. Patient states that he has never felt bad when these alarms occur" he is asymptomatic and doing well over all. Patient underwent an elective controller exchange in the clinic and it was reported that he tolerated procedure well. It was noted that patient has not called for any alarms since going home on friday. Investigation is ongoing. No additional information available at this time.